Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.0/1.5/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.